Event description:
Material # 309653 batch # 3272898. It was reported by customer that opened up several of the syringes from this lot and saw some form of contamination in the syringe(s). Rcc received a complaint via email. Email(s) attached. We opened up several of the syringes today from this lot and saw some form of contamination in the syringe(s). Please see email chain below with pictures and advise if you can direct me to the appropriate contact to get an investigation going or a replacement. Lot#: 3272898 product#: 309653.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received. Material # 309653. Batch # 3272898. It was reported by customer that opened up several of the syringes from this lot and saw some form of contamination in the syringe(s). Verbatim: rcc received a complaint via email. Email(s) attached. We opened up several of the syringes today from this lot and saw some form of contamination in the syringe(s). Please see email chain below with pictures and advise if you can direct me to the appropriate contact to get an investigation going or a replacement. Lot#: 3272898. Product#: 309653.

Manufacturer narrative:
(B)(4) follow up. It was reported there is some form of contamination in the syringes. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, four photos were provided for evaluation by our quality team. The photos show a syringe with specks that appear to be embedded degraded resin on the syringe barrel and packaging blister top web. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot 3272898. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.